Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, "while was being programmed, the IV pump turns off" was not reproduced. The unit was programmed to perform an infusion, and it was able to continue "on. Also, to confirm that the unit is working properly and was tested with a prime tubing at rate to 125 ml/hr and the vtbi to 2.1 ml and it was able to infuse normally and without problems. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off while being programmed in the pediatric area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Correction h6: investigation findings. Correction h6: investigation conclusions. Additional information/correction h11: the device was received for evaluation. During functional testing the reported issue was not reproduced as the device did not power off during use. A review of the event history log identified "improper shutdown!" Messages. Improper shutdown can be the result of the user removing all power from the pump without first powering off the pump using the off key or can be the result of the pump powering off without user input. The log cannot differentiate. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through the event history log however the device tested within specification. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.